Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, 536000063 60747868 cluster-hole porous shell with sealed screwholes 63 mm, unknown epsilon durasul poly liner 38 x 63. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03303.

Event description:
It was reported patient was experiencing pain in the joint after undergoing initial hip arthroplasty on unknown date. Subsequently the patient was revised due to pain and trunionosis. The surgeon diagnosed the trunionosis as the cause for the pain. It was also reported the patient has dementia. Attempts have been made and additional information on the reported event is unavailable.